Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Rupture was reported to occur during ultrasound (us) oscillation. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. Although a sample was not returned, a clinical analysis was completed on the customer¿s complaint. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system operator¿s manual includes a warning: ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Adjusting aspiration rates or vacuum limits above the preset values, or lowering the intraocular pressure (iop) or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. When filling handpiece test chamber, if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Avoid setting the patient above the fluid management system (fms) unless patient eye level (pel) is used. Operating with the patient above the fms without pel adjustment will result in a lower irrigation pressure than indicated on the display, and possible under-venting. Use of balanced salt solution (bss) irrigating fluid bags other than those approved for use in the active fluidics system can result in patient injury or system damage. Use of appropriate technique and settings is important to minimize fragments and turbulence. Do not remove the fms during the surgical procedure. In the event of a system error, release footswitch to the up position. Improper handling or removal of dual irrigation handpiece tip from eye may cause draining of the fluidics system. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the surgery the patient experienced the capsular rupture. The surgery was performed as it was and completed. The procedure type was unknown. Patient identifiers were not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).